Event description:
Reports on bacterial contamination from other institutions in this system led to the submission of microbiologic studies of equipment and on pts. These studies grew ralstonia pickettii from the pt.